Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the unit was evaluated and the reason for return "the fill chamber fills up" could not be duplicated. The unit passed all diagnostic tests, functional tests, and is fully operational. This report is being filed from the (B)(4) as required under mitek¿s corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the biomed the fill chamber fills up to the top when the tubing clamps are opened. It is unknown if this occurred during a procedure and there were no patient consequences reported.